Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and no issues relating to collapsed tubes were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. : see h.10.

Event description:
It was reported with the use of the bd vacutainer® k2e 7.2mg plus blood collection tubes had tube extenders with molding defects that can be used the following information was provided by the initial reporter: the customer stated "the tubes are deformed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2e 7.2mg plus blood collection tubes had tube extenders with molding defects that can be used the following information was provided by the initial reporter: the customer stated "the tubes are deformed."